Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. The customer attributed the bg level to the personal profile settings being inaccurate for the customer. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding adjusting the pump settings.